Manufacturer narrative:
The customer indicated that the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported no flow. The soluset was being used to deliver an unspecified volume of an unspecified solution during a surgical procedure. It was reported that after the anesthesia induction of the pt it was completed, the certified registered nurse anesthetist noted that the float valve in the soluset was closed. The customer contact reported that the fluid level in the burette chamber was about half full and the valve appeared to be "sucked shut." The valve could not be freed by squeezing the soluset. The soluset was replaced and the therapy was resumed. There was no reported adverse pt effects and no reported delay in therapy critical for this pt. No medical interventions were required. Though requested, no additional info was provided.